Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure the the tip of the lead was observed to be bent prior to use. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal end/electrodes of the lead were bent.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.